Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 6.2 mmol/l. The customer stated that they were in the basement and there was a lot of moisture there. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error due to moisture damage on the keypad traces. The device had moisture damage on the electronic assembly. The unit was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.